Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no atrial output. Output flex is out of electrical specification. Lower case and both bail covers are broken. Battery contacts are compressed. The ring is bent.

Event description:
It was reported when performing a preventative maintenance, it was discovered that there was no atrial output. The device was returned for repair. No patient involvement was reported.